Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The hpdu cpu board was recommended for replacement to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).